Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging their ipg as recommended, rendering their ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
It was reported to abbott that the patient had their permanent scs system placed on (B)(6) 2020. At the same time they removed the old peripheral system (2 octrode and rechargeable battery). Patient currently only has one 3660 and one 3228 implanted. No other issues, stimulation is on and patient is happy. Device was not returned. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.